Manufacturer narrative:
Not returned.

Event description:
It was reported that during a routine follow-up, intermittent noise was observed. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. There were no complications before, during, and after the lead replacement.